Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. The test strips referenced in this report are part of recall #1052693-06/13/16-001-r.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 145-155mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 226 and 214 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/19/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer states that her a1c was checked a month ago and she was between 6.9 and 7 which would put her in the 151-154 range.